Manufacturer narrative:
Return request has been sent to the representative. Analysis will be performed if the product is returned and this report would be updated at that time.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. Engineering confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the icm and implant a similar product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found the battery voltage to be depleting in a sporadic downward pattern inconsistent with expectations. However, probable cause could not be determined because the failure could not be recreated during analysis.

Event description:
It was reported that the battery of this insertable cardiac monitor (icm) was suspected to be depleting prematurely. Engineering confirmed the battery appeared to be depleting more quickly than expected. The patient underwent a surgical intervention to remove the icm and implant a similar product. No additional adverse patient effects were reported.